Event description:
It was reported that the patient had a brain stroke this year. After she had recovered and was able to go to a refitting it was found that multiple channels had become hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.